Event description:
Customer reports to have experienced high blood glucose of 301 mg/dl, which was treated with 5 units of novolog. While attempting a bolus delivery, customer received a motor error alarm then customer received a motion sensor test failure alarm. During troubleshooting, it was found that customer took off insulin pump during MRI, but pump was still in the same room. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test, verify alarms due to motor error alarms. The insulin pump was received with cracked case on the display window corner, cracked display window, minor scratches on lcd window and stained end cap sticker.